Manufacturer narrative:
Combination product: yes.

Event description:
Noise can be seen on the ff and rv intracardiac channels. The pacing and shock impedance had a marked decrease in (B)(6) 2025, before steadying and remaining consistent for the last 3 months. The noise was observed during an in-person interrogation on (B)(6) 2026 but can also be seen in periodic iegms on the hmsc. No adverse events reported. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.